Event description:
Customer reported that he sought out urgent care for high blood glucose. Blood glucose was in the 300s mg/dl. Customer called his doctor for advice in how to bring blood glucose down, and the doctor changed setting on device. Customer was assisted to with removing the reservoir and rewinding the pump. Trouble shooting was done for high blood glucose levels. Advised to reinsert reservoir and run manual prime. Insulin did exit the tubing. No leaks were found. Time and date were correct. Basal rates are correct. Checked alarm history and there were some "no delivery" alarms noted, low battery, and low reservoir. Customer was assisted with performing high pressure test, device passed. Customer was advised to remove the infusion set and it was determined that the cannula was bent. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.